Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to corrosion on the motor home switch. There was no moisture damage found on the electronics assembly. The displacement, basic occlusion, occlusion, priming and no delivery tests were unable to be performed due to motor damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was in the 400 mg/dl range. Customer experienced nausea, thirst and treated their high blood glucose with a manual pen. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the back of the insulin pump near the drive support cap was foggy. Customer advised the insulin pump was stuck in a rewind loop and they were unable to rewind the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.